Event description:
Pt stated she was able to fit hizentra 10gm pfs in pump and she noticed that flow rate was faster than previously and pt had paused infusion and transferred manually to 50-60ml syringe and stated that it was still going too fast and was wondering if pump was broken. Pt stated she was able to fit syringe in pump. Defective pump being replaced. No interruption to therapy or missed dose reported no adverse event due to product complaint. Pump available for return. Serial number unknown. Indication: common variable immunodeficiency, unspecified; hereditary hypogammaglobulinemia unable to choose correct pump rx (B)(4) it was shipped 11-2020. Reported to (B)(6) by: patient/caregiver.